Event description:
Upon opening stopper to tube, technologist's finger was cut when glass tube broke. No stitches required. Facility was provided in-service and training on the proper way to remove stoppers. Account is looking to convert from glass to plastic safety tubes.